Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic interface displayed there was only one flt listed. To restore functionality, the emitter was replaced. The system then passed the system checkout and was found to be fully functional. The emitter for the navigation system has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the electromagnetic tracking was not operating as emitter nor instruments could be recognized by the navigation system. A restart of the navigation system was requested but the call was disconnected prior to confirmation of resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The emitter for the navigation system was returned to the manufacturer for evaluation. It was noted that a communication error appeared when connected to a known operational electromagnetic interface box. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.